Event description:
It was reported through the submission of a revision implant sheet that patient's left knee was revised. Revision components were a size 4 cr femur and 4x8 cs all poly tibia.

Manufacturer narrative:
An unknown femur was added to this event. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding revision surgery involving a triathalon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including failure of the device, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
An event regarding revision surgery involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including failure of the device, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported through the submission of a revision implant sheet that patient's left knee was revised. Revision components were a size 4 cr femur and 4x8 cs all poly tibia.